Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had open book image to his old insulin pump while retrieving his settings to set up his new pump that he just received. Customer's blood glucose value was unknown. The device will not be returned for analysis.